Event description:
Clinical narrative: an impella 5.5 was placed via right surgical (axillary) approach in a 66-year-old female with cardiomyopathy, society for cardiovascular angiography and interventions (scai) class c cardiogenic shock. During support, the patient developed a hematoma at the right axillary incision site. The hematoma did not require intervention. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. The patient experienced sustained ventricular tachycardia requiring cardioversion (x2), along with administration of a lidocaine bolus followed by continuous infusion. The underlying rhythm was noted to be complete heart block. Transthoracic echocardiogram (tte) confirmed that the impella 5.5 was in optimal position and depth. Following treatment, no further extensive runs of ectopy were reported. The patient remained on support at the time of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: (with aei). During ongoing impella 5.5 support via the right axillary approach, the access site was reassessed. The axillary hematoma was described as soft, and the aquacel dressing surrounding the white port was noted to be saturated with old blood. Additionally, dark and bloody drainage was observed within the sterile sleeve of the impella 5.5 device. The access site was evaluated by the cardiothoracic surgery team, and no intervention was required at that time. Previous clinical narrative: an impella 5.5 was placed via right surgical (axillary) approach in a 66-year-old female with cardiomyopathy, society for cardiovascular angiography and interventions (scai) class c cardiogenic shock. During support, the patient developed a hematoma at the right axillary incision site. The hematoma did not require intervention. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. The patient experienced sustained ventricular tachycardia requiring cardioversion (x2), along with administration of a lidocaine bolus followed by continuous infusion. The underlying rhythm was noted to be complete heart block. Transthoracic echocardiogram (tte) confirmed that the impella 5.5 was in optimal position and depth. Following treatment, no further extensive runs of ectopy were reported. The patient remained on support at the time of reporting.

Manufacturer narrative:
Additional information was received and captured to an update clinical narrative reflected in b5 event description. Additionally, the complaint coding was updated accordingly following receipt of the additional information. As a result, h6 health effect-clinical/impact and medical device problem coding were fully repopulated to include update coding for representation of the reported events.